Event description:
It was reported that when the patient bent over on the toilet she felt her ¿wires protrude.¿ the patient stated that they did not break the skin but were creating a little ¿nodge.¿ the patient stated that this occurred the day of the report. The patient noted that she had been increasing her ¿activity¿ again since she was a month post-operative. About two and a half weeks later it was reported that the patient still had concerns regarding her device or therapy but had sought further help. The patient had an appointment scheduled for (B)(6)-2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3093-33, lot# va06msu, implanted: 2013-(B)(6), product type lead. (B)(4).